Manufacturer narrative:
E1- occupation: clinical specialist. H3 - device evaluated by mfg?: no device returned to manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the catheter from an arterial pressure monitoring set required replacement following an arterial line placement procedure. There was no difficulty with advancement of the catheter during placement and no damage was noted to the catheter. Later, the patient was unable to maintain a satisfactory waveform. The catheter was removed and replaced with a new device in an additional procedure. No other adverse effects were reported for this incident.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that the catheter from an arterial pressure monitoring set required replacement following an arterial line placement procedure. There was no difficult advancement during placement, and no damage to the catheter was noted. Later, the catheter was not keeping a good waveform. Therefore, it was removed and replaced with a different sized catheter in an additional procedure. No other adverse effects were reported for this incident. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, and instructions for use (IFU) for the device were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient controls are in place to detect this failure mode prior to release. A review of the DHR for the final complaint device lot and related catheter subassembly lot revealed no relevant non-conformances related to the failure. A complaint history search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains relevant steps relevant to this event. Based on the information provided, no product returned, and the results of the investigation, it was concluded that a definitive cause for the failure could not be identified. It is possible that catheter size contributed to the complaint event; however, this cannot be confirmed without additional information. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.